Event description:
Device 2 of 3: reference MFR report # 1627487-2010-00596; 1627487-2010-00734. The pt rec'd his original scs system consisting of an ipg and two percutaneous leads on (B) (6) 2006, followed by sys component changes including a new ipg in (B) (6) 2008. It was reported that the pt had a procedure in (B) (6) 2009 to receive new percutaneous leads and afterward began experiencing overstimulation sensations. A lead impedance test was attempted, but this also reportedly caused overstimulation for the pt. The physician explanted and replaced the sys in (B) (6) 2009 and returned the explanted devices for eval. No further info is available.

Manufacturer narrative:
The device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specs and no anomalies were found. The terminal end electrode is missing and the lead has several locations of outer tube damage. Lead fails continuity testing. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.